Manufacturer narrative:
G4:29dec2020. B4:30dec2020. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the proximal pressure error could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported failed proximal pressure. There was no patient involvement.